Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may not have met the physician's expectations regard to device longevity. The device is not at battery status elective replacement indicator (eri) and will most likely be replaced in the next 6 months.